Event description:
It was reported that the customer called to open a repair for the device. The customer stated that the device displayed an error code 3 before starting in a case. It is further reported that when the bulb is pulled out, one can see that the hour meter has melted due to heat.

Manufacturer narrative:
Add'l info will be provided once investigation is completed.